Event description:
Related manufacturer reference number: 2017865-2022-02722. The patient was presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was repositioned. After the device was connected, the pacemaker exhibited a failure to capture. The pacemaker was removed and replaced. After the new device was connected, the right ventricular lead exhibited failure to capture and low pacing impedance. The physician decided to replace the lead. While removing the lead, the stylet was difficult to insert into the lead and the helix was difficult to retract. The lead was eventually removed and replaced. The new device and lead were performing properly and the procedure was completed. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received at normal range of operation with telemetry working appropriately. Analysis of device indicated that output monitoring and capture test did not find any anomalies and impedance measurement was at normal range. Visual inspection of header and ventricular channel did not find any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity,

Event description:
Related manufacturer reference number: 2017865-2022-02722. The patient was presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was repositioned. After the device was connected, the pacemaker exhibited a failure to capture. The pacemaker was removed and replaced. After the new device was connected, the right ventricular lead exhibited failure to capture and low pacing impedance. The physician decided to replace the lead. While removing the lead, the stylet was difficult to insert into the lead and the helix was difficult to retract. The lead was eventually removed and replaced. The new device and lead were performing properly and the procedure was completed. The patient was stable throughout.